Event description:
Per the audiologist's report, this pt had three revision surgeries due to problems related to ossification. The pt reportedly was using the device successfully when suddenly all but 2 electrodes stopped working. Radiological imaging was normal for position of the device. The pt's performance was dropped, but no plans for explantation/reimplantation surgery have been reported.

Manufacturer narrative:
Per patient's surgeon, the device was explanted (B)(6), 2010, the patient was not reimplanted. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
During review of the pump's event history, baxter (B)(4) discovered a colleague infusion pump experienced a battery depleted alarm, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.06.00.